Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was discarded and not available for evaluation. Therefore, the reported issue could not be verified, and a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no similar complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken. Through follow-up it was learned that the lens could be advanced easily without issue. However, when the iol was in the eye, the haptic had been caught by the plunger and was ripped off. The lens was removed from the eye which required the incision to be enlarged. No other issues were reported and the patient outcome is expected to be good. The damaged lens was discarded. No additional information was provided.